Event description:
The device was sent in for preventative maintenance (pm) originally and found to be needing repaired. After evaluation of the returned device, it was determined that the device's rpms were in specification but shaky. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but shaky. The motor and planetary carrier were replaced and the control shaft was replaced to help with calibration and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.